Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evalauted the instrument and found a tip clamp sleeve stuck in the up-position in the reported problem area of the pipette assembly. Upon further inspection, a tube-lifter was not lifting up due to dried substance on the shaft of the tube lifter. The pluntger clamp lld contact spring, compression spring, tip clamp, lip clamp sleeve and lip clamp mount were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.